Manufacturer narrative:
H3: analysis of the axium device found that the axium prime pusher was found broken at two locations: 3.2cm and 5.7cm from the proximal location. The release wire and coin were found fully retracted out of the pusher and lumen stop. The shield coil was found broken. The implant coil was found already detached and not returned for analysis. The axium prime implant coil tip od (outer diameter) could not be measured as it was not returned for analysis. The introducer sheath ID (inner diameter) could not be measured as it was not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil encountered resistance in the sheath. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm with a max diameter of 4.56 mm and a 1.9 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The patients past medical history includes hypertension. It was reported that the axium coil couldn't push out the protective sheath. It was reported there was coil resistance/stuck in sheath. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received that the during preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.